Event description:
Info rec'd by medwatch report. It was reported that the single lumen arterial catheter was being used on a female pt with coronary heart disease. The report states that physician sutured through the catheter causing it to stay in place. When the catheter was removed, the tip broke off and was retained.

Manufacturer narrative:
Sample will not be returned for eval.